Event description:
On 21-jul-2021, customer had initially reported receiving a "replace sensor" message message on the display when scanning the adc freestyle libre sensor. On 26-jul-2021, customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced a loss of consciousness for hours and required treatment with insulin by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Therefore, the issue is not confirmed to use due to the sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported receiving a "replace sensor" message on the display when scanning the adc freestyle libre sensor. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced a loss of consciousness for hours and required treatment with insulin by a healthcare provider. There was no report of death or permanent injury associated with this event.